Event description:
It was reported that an inquiry regarding programming changes was needed when it comes to this device. It was reported that anti tachycardia therapy (atp) accelerated the arrhythmia into the ventricular fibrillation (vf) zone and did not convert the rhythm with the first two shocks. A review by technical services (ts) noted that the rhythm appeared to be a supra ventricular tachycardia (svt) arrhythmia and no change was seen to the rhythm after an inappropriate shock was delivered. Ts discussed programming changes for optimization for this patient. Additional information noted that the patient was not symptomatic and will be accessed for medication review as the patient had high atrial rates. No adverse patient effects were reported. The device remains implanted.